Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2200186 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the clips do not close properly, they break and are dispersed in the operating field.

Manufacturer narrative:
(B)(4). The customer returned one cartridge and one broken clip from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned clip was visually examined with and without magnification. The pierced boss half of a broken clip was discovered within the returned cartridge. No other defects or anomalies were observed with the cartridge. Visual examination revealed that the broken clip was broken in half at the hinge. No clear evidence of use in the form of biological material was observed on the returned sample. The clips breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g2200186 was manufactured on 07/05/2022 a total of 4,970 pieces. Lot was released on 08/03/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clips were broken at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. Two broken clips were returned, and they were broken at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the clips do not close properly, they break and are dispersed in the operating field.